Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement, and occlusion of device or native vessel. Furthermore, the IFU states that, for angiography, use correct imaging angulation (cranial-caudal, lateral-oblique) to accurately identify origin of branch vessel anatomy, and use an accurate radiopaque patient marking method to assure accurate device positioning and deployment locations.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the ipsilateral leg of the trunk-ipsilateral leg component was deployed without angiography. After device placement, it was reportedly confirmed that the patient's right internal iliac artery was covered by the ipsilateral limb of the device. No treatment was performed for this unintentional coverage. The patient will be monitored. The procedure was completed. There were no further reported issues. The patient tolerated the procedure.